Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to reproduce the fault in the course of the investigation. The error was traced back to printed circuit board /high voltage power supply board. Since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board before the relay contacts, which are to suppress these voltage peaks. They can be configured for three different voltage ranges. When the esg-400 is booted up, this diode chain is checked for its functionality by means of current flow and by deliberately exceeding or falling below the voltage, which indicates high impedance (open) or a short circuit (short). As such, the error message e433 can only occur when booting the device. From a technical perspective, it is impossible for the error e433 to occur while the device is in operation. However, the possible cause of the error message arises during the operation of the device. Error message e433 occurs if the effective value of the output signal, which is set for testing, during the booting of the device falls below the intended limit of 130v, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 is then rebooted. If the cause of the error remains, this may result in unlimited permanent reboots. The device is then no longer operational. When error message e433 occurs, it is theoretically conceivable that error message e460 could also occur. However, the checks for error e433 are carried out before the checks for error e460. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433 (internal software or hardware error). After restarting the device, the device worked. The issue was found during preparation for use for a therapeutic, partial nephrectomy procedure. The procedure was completed with a non-olympus device. There were no reports of patient harm.